Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with an open incision at the pacemaker implant site, an exposed pacemaker, and an infection. The pacemaker system was explanted successfully. The patient's condition was stable post procedure. Related manufacturer reference number: 2017865-2019-14573, 2017865-2019-14575